Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a nurse was attempting to attach a clearlink y-type blood/solution set to a bag of blood products, the spike disconnected from the tubing. The set was being used with an infusion pump and saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample was full of blood, therefore no functional testing could be performed. A visual inspection was performed and the tubing was separated from the spike adapter. The reported condition was verified. The cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.